Event description:
The patient contacted animas on (B)(6) 2012 stating all of the keypad buttons were intermittently unresponsive. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and cleaned it with a damp cloth. The patient claimed to not have used any protective accessories. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the "ok", "down" and "up" keys intermittently respond and the contrast button is unresponsive. The keypad is undamaged and was removed to investigate: evidence of keypad contamination was located under the "contrast""up""down" and "ok" contact buttons.